Event description:
A (B)(6) male pt contacted zoll customer support to report a damaged belt cable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the trunk cable connector was cracked, the ECG c and d cable grommet was pulled from the dn, and the dn to rear te cable grommet was also pulled from the dn. Upon evaluation, the belt failed incoming functional testing. Upon investigation, the connector was cracked on the trunk cable and the yellow positive ground wire was open inside of the trunk cable insulation, which caused the test failures. The root cause for the open wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the open wire. The pt received a replacement electrode belt.